Event description:
Medical affairs was unable to get a hold of patient to obtain more clinical information. Medical affairs will be sending patient a letter. Patient had symptoms, which consisted of feeling shaky and dehydrated. Patient tested o their meter and obtained a 54mg/dl. Patient ate food and/or drank beverage. Patient was taken to the hospital. Hospital meter read 442mg/dl. Time difference was less than or equal to 10 minutes. Patient was treated with IV. Customer service had patient do a check strip test and it failed. Customer service, was unable to resolve the issue and sent patient a new meter.